Event description:
It was reported that the patient presented for routine follow-up. Externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this MDR 2017856-2012-03782. No externalized conductors were observed.